Event description:
Customer reported a button error alarm. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip. No unexpected battery out of limit.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.